Event description:
Augmented 1998 with saline implants bilaterally after childbirth. Now has bilateral ptosis & also desires larger implants to fill breast. Pt underwent removal of bilateral saline implants. Implants were intact with no apparent defects . Pt augmented with mentor silicone gel implants.